Event description:
[Fulgent covid-19 by rt-pcr test, eua(B)(4)] use for covid-19 under emergency use authorization (eua): on (B)(6) 2020, the lab detected a software update to fulgent's laboratory information management system that resulted in a total of 86 false negative reports issued to users over the course of a month. Once the issue was detected, immediate action was taken to update the system. Corrected reports were issued and patients were contacted by clinicians for updated results. No similar incident has occurred since the correction. FDA safety report ID # (B)(4).